Event description:
The rptr indicated when he opened the package, it contained the generator and a res-q accessory (370-02) vial with an expiration date of 12/97. The expiration date was considerably earlier than the expiration date for the generator.